Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of erosion is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with erosion at the distal end of his cylinders. Surgery was performed, during which the physician explanted and replaced the cylinders. There were no further patient complications.